Event description:
During the fill tubing step of the load sequence, the caller reported not seeing drops of insulin at the end of the tubing. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high.¿ the customer resolved the issue independently on a previous occasion by changing the infusion set and cartridge and successfully resumed insulin use.